Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated insulin pump not turn on even after trying fresh batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to cracked case at battery tube side, as cracked behind the pump at the corner of the belt clip rails, and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.